Event description:
It was reported that the patient presented in clinic for routine follow up, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.